Manufacturer narrative:
Analysis found that the handpiece was running rough due to rear bearing corroded. The handpiece was tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider reported that the handpiece was vibrating severely during the procedure. There was no patient impact reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that a back up device was used once the handpiece started vibrating.